Event description:
It was reported that during a vats lobectomy procedure, the device fired but would not open. The device had to be cut out. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.